Manufacturer narrative:
Reported event: an event regarding alleged component disassociation involving a mets tibial fixed hinge was reported. The event was confirmed by review of provided photograph, visual inspection of the returned device; however, the disassociation of the tibial stem cannot be assessed from the x-ray review. Method and results: product evaluation and results: visual inspection: visual assessment of the provided image indicates that the tibial stem has disassociated from the tibial component at the shrink fit. Visual inspection of the returned product showed no evident damage on the external surfaces of the tibial component. Worn areas were identified in the internal surfaces, which is the part of the component that associates with the stem. The stem showed a shape deformation, speculated to be caused by a bending force. Worn areas and multiple vertical scratches were identified in the upper surface of the stem, which is the part that associates with the tibial component. Damaged and worn areas are speculated to be linked to the components¿ disassociation. Dimensional inspection: not performed as product was returned damaged. Functional inspection: not performed as product was returned damaged. Material analysis: material analysis of the returned device not performed as there is no indication that the material of the tibial hinge has failed. Clinician review: the x-ray review reported that the tibial stem is inside the shaft of the tibial component and the disassociation of the tibial stem cannot be assessed from this imaging. Therefore, the radiographic assessment cannot confirm the reason for revision. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 06dec2001 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: during the surgery, the surgeons found that the tibial component was dislodged; the event was confirmed by review of provided photograph, visual inspection of the returned device. The exact cause of the event could not be determined because further information such as the primary operative report as well as complete patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
It was reported, "during the intervention of (B)(6), the surgeons found that the knee prosthesis was dislodged. It was necessary to reprogram a new procedure with full control of the tibial implant. Second intervention on the (B)(6) having required a complex recovery with osteotomy of the tibia and the replacement of several implants and synthesis of the tibia preventing the support."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported, "during the intervention of 04/03, the surgeons found that the knee prosthesis was dislodged. It was necessary to reprogram a new procedure with full control of the tibial implant. Second intervention on the 13/03 having required a complex recovery with osteotomy of the tibia and the replacement of several implants and synthesis of the tibia preventing the support."